Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 10/3.25 flextome¿ cutting balloon¿ was selected to treat the lesion. During procedure inside patient, it was noted that the balloon ruptured at 8atm on 1st inflation. The device was exchanged with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified the blood before further inflation attempts were made. All additional attempts to inflate the balloon failed as solidified blood remained in the balloon and inflation lumen. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 10/3.25 flextome cutting balloon was selected to treat the lesion. During procedure inside patient, it was noted that the balloon ruptured at 8atm on 1st inflation. The device was exchanged with another of the same device. No patient complications were reported and the patient's condition is good.